Event description:
It was reported that the head of the screw broke during surgery. The threaded part of the screw remained in the bone. The cap was fixed with two other screws.

Manufacturer narrative:
Correction per new information available (B)(4).